Manufacturer narrative:
Patient information is unknown. This report is for a cement kit - unknown lot; unknown expiration date. Device remained in the patient. Complainant part has not been returned for manufacturer review/investigation. The device remained in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgery was planned: stenoplasty with vertebral body stent system (vbs) and vertecem v + took place on (B)(6) 2017, but cement has "tied-off" faster than usual, the cement needles could not be removed. The trocars and cement needles were cut off as close as possible to the pedicles and a portion remained in the patient. It was noted that moving the "cement seals" in the vertebral body. Decision of the surgeon, perform a long initial stretching and spinal fusion with another manufacturer's product for stabilization of the situs, thoracic 10-11 and lumbar 1-2, since the stent-cement application was no longer considered stable. It was reported the surgeon noted the odor of the monomer remained in the operating room longer than usual. This complaint involves two (2) devices. This complaint is for a vertecem v+ cement kit. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.